Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the painful bump was caused by scar tissue from the anchor suturing. It was reported that the painful bump was resolved. No further complications were reported.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The rep reported that the patient had a revision of spinal incision due to painful bump in the incision unrelated to the lead or hardware. No further complications were reported.